Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a revision to replace the leads, the physician was unable to put a new lead in due to scar tissue and the procedure was abandoned. Nothing was implanted or explanted.